Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic after a merlin.net transmission showed intermittent oversensing on the right ventricular lead. Lead noise is suspected. A chest x-ray showed no abnormalities on the lead. The lead remains implanted and the patient will be monitored.

Event description:
New information notes that the lead continued to exhibit noise. Lead fracture was suspected. The lead was capped and replaced.